Event description:
Allegedly revised to resolve repeated dislocations.

Manufacturer narrative:
Device #2: investigation is not complete. Trends will be evaluated. The event is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00435, 00437.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Evidence that product was in spec when used.